Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's father reported the patient was swimming in the pool and the pod started to peel off. During the night, the patient's blood glucose levels began rising to 445 mg/dl and noticed the cannula dislodged from the infusion site (abdomen). A new pod was applied. The pod was worn for 40 hours.